Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficult to remove appears to be due to the clip was caught in the chordae. The mitral valve tissue damage was due to troubleshooting to free up the clip from chordae. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip entanglement resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. While steering the cds to the left ventricle (lv), the clip became caught on chordae. Troubleshooting was performed, and the clip was freed. The clip was implanted at medial a3/p3 and a second clip was implanted at a2/p2. After the second clip was implanted, it was noted that there was tissue damage caused from the first clip becoming caught on chordae. No additional treatment was performed. Two clips implanted, reducing mr to 2. The patient hemodynamics improved and pulmonary artery pressure was normalized. No additional information was provided.